Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician states that he had the screwdriver perpendicular to the setscrew.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.